Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was asking for instructions on how to read programmer and the patient saw 3 icons. The patient saw a lightning bolt (ins on) and ins icon on the top row. The patient also mentioned that no one has ever told her that someday the implant would need to be replaced. Also, the patient stated when she increase amplitude the programmer shows battery level shrinking, which was reviewed to be normal. It was further stated the therapy never really helped, maybe 50%, and was still having bladder symptoms but not as extreme as before. Consumer later reported that their urologist solved their pelvic prolapse and that a new interstim would be put in because it has been losing some power. Consumer reported they wish the unit would last longer. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# va0c469, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was implanted 3 to 4 years ago and they had a lot of problems with it, the problem they had was with the wiring. Patient reported they were going to have a replacement surgery in a couple of weeks to remove the old device and start all over again. No troubleshooting was done on the call, patient was reporting that they were going to have replacement surgery in a couple of weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported there was a battery malfunction. On (B)(4) 2018 they had a new device installed. No further complications reported/anticipated.